Event description:
Procedure: nissen. According to the reporter: the device was used on the phrenic vessel on the left crus as routinely done. After about 8 hours the patient went into shock with distended abdomen and had an open procedure done to correct the problem. All clots were evacuated and a single vessel that was dry after the initial transections was bleeding. The vessel was sutured and the abdomen was washed. The patient received blood transfusion and required additional surgical attention. The generator reportedly, had the usual setting of 2.5 or 3.0 and there was no tension on the tissue. The patient was discharged.